Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station internal battery and power supply was faulty. A field service engineer replaced internal battery with power supply to resolve the issue. Tested successfully in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station kept shutting down. When user rebooted the station, the notification prompts up and shutdown the station by itself. There were no adverse events or injuries reported based on this event.